Event description:
It was reported via legal that on (B)(6) 2011, a female patient underwent a left tkr with an optetrak tibial insert. Approximately april the patient noticed a ¿squeak¿ in her right knee, and she began experiencing intermittent dull pain and aching in that joint. Her symptoms progressively worsened, but the pain remained moderate and was treatable with anti-inflammatories. In (B)(6) 2019, the patient fell at work, causing increased pain, stiffness, and weakness in her right knee. On (B)(6) 2019, the patient underwent revision of her right optetrak device. Upon explantation of the optetrak device, the surgeon observed that there was a ¿tremendous amount¿ of synovitic material and inflammation consistent with polyethylene wear. The components of the optetrak device were loose, and some were removable without the use of any instruments. No additional information.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, however, it may be related to the post traumatic event that the patient had when they fell. It is known that falls to replaced joints are detrimental to the patient and the replacement devices. Devices that are loosened may cause undue wear and early failure. 200-02-32 - three peg patella 32mm, (B)(4); 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t, (B)(4); 204-32-01 - fluted stem extension 11l x 12 mm, (B)(4); 210-01-02 - nmc femoral sz 2, (B)(4). Correction/removal number: z-0019-2022.